Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 193 mg/dl on the contour next link 2.4 at 7:51 am and received 1.3 units of insulin. She then had 47 carbs and received 6.5 units of insulin at 8:45 am. At 11:58 am her blood result was 50 mg/dl and she took 12 gr of glucose tablets at 12:45 pm before lunch her blood was 86 mg/dl. She then had 42 carbs and received 5.4 units of insulin. At 1:13 pm she ran consecutive blood tests and the readings were 51 and 146 mg/dl. She felt dizzy and her mouth was numb so she called the paramedics. They tested the customer's glucose with their meter and the reading was 50 mg/dl. They gave her a tablespoon of honey, after which, her glucose rose to 75 mg/dl according to her meter. The strips were not expected to be returned for evaluation. A new meter was sent to the customer.